Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual inspection identified the presence of what appeared to be an electrocautery mark on the device case. Interrogation confirmed the device was operating in safety mode. Device memory was extracted and review found that three lead leakage faults and one power-on-reset (por) had been recorded on the date of attempted implant. Additionally, memory corruption was noted. Due to the memory corruption, the device could not be programmed out of safety mode. Device firmware was reloaded and; subsequently, the device could be successfully interrogated and communicated with. The device was programmed to ddd and electrical tests verified normal operation. Next, the device case was removed to facilitate analysis of internal components. High powered visual inspection identified no anomalies. All power supply measurements were within expected ranges. The current drain was monitored for 12 days and remained within expected ranges during that time. The device hybrid was removed and individually tested. No product performance issues were noted. Despite detailed analysis, the cause of the identified memory corruption could not be confirmed.

Event description:
Boston scientific received information that during the attempted implant of this pacemaker, initial interrogation with a programmer revealed no anomalies. After connecting the leads to the device header, rf telemetry between the device and programmer was lost. The programmer wand was placed over the device at which time, fault codes were observed and the device was found to be in safety core. The device was successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.